Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Device malfunctioned intraoperative. Device was not implanted/explanted. Reporter facility contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on oct (B)(6) patient underwent surgery for tibia fracture. During the manual implantation halfway the insertion, increasing resistance was encountered. When the cancellous screw was fully extracted, they found out that the screw was bent. The cancellous screw bent/deformed without applying any major force. The surgeon used another screw to complete the surgery. No patient harm was reported. Surgery was completed successfully without delay. This report is for one (1) 4.0mm cancellous bone screw fully threaded/20mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : a device history record (DHR) review was conducted for part number: 206.020s, synthes lot number: l467744: release to warehouse date:27 june 2017, expiry date: 01 june 2027, manufacturing site: grenchen: lot l467744 was manufactured from blank 206.020.999 lot h248190, which was manufactured in us, monument blank manufacturing location: monument, released to bp55 on 08-dec-2016. Part #: 206.020.999, lot#: h248190 (non-sterile) 401 mm screw blank 20 mm 04.0 cancellous screw w/2.5 hex. Quantity-(B)(4): component: raw material part 11134 bp 80 lot: 9985315 received from carpenter technology corporation meets acceptance criteria. Certificate of test received from carpenter technology meet specification. Raw material receiving/put away checklist meet requirements. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: one cancellous bone screw was returned for evaluation. The visual inspection confirmed that the screw shaft is bent. The screw head is in good condition, no damage visible. Dimensional inspection: diameter of screw head was measured and is within the specification per relevant drawing. The relevant dimensions of the screw shaft could not be checked due to the damage incurred. Document / specification review: the certificate of the raw material was reviewed during the performed device history review and meet specification. The cancellous bone screw is made from stainless steel. Summary: the complaint condition is confirmed as the returned cancellous bone screw is bent. This production lot was manufactured in june 2017 according to the specification. The investigation found no manufacturing related issues that would have contributed to this complaint condition and we are not aware of any other complaints for this article- and lot combination. The damage occurred is determined to be post production/acceptance criteria. Damage appears to be the result of screw insertion without or with incomplete predrilling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.